Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station could create medication orders around midnight without any isssues. A technical support specialist (tss) remotely accessed the station, followed knowledge articles, medes/pas: single/some keys not responding and es letter p and u not working on the keyboard and rebooted the machine. The customer confirmed that the issue was resolved. The system functioned as intended when the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary all keys on the keyboard were not responding. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.